Manufacturer narrative:
It was reported that a straight tip t25 driver ¿ long (03.632.401 lot 7614372) was found to have a broken tip during set inventory. The returned instrument was examined and the compliant condition was able to be confirmed as the driver tip was found to have an oblique break; the fragment (approximately 6mm x 4mm) was not returned. A definitive root cause was unable to be determined however the complaint condition is consistent with the application of excessive force. The straight tip t25 driver is one of four t25 driver shafts intended to be utilized in final locking tap tightening for the matrix system (03.632.002, 03.632.072, 03.632.400 and 03.632.401). Proper technique includes the use of a 10nm torque limiting ratchet handle (03.620.061) and a countertorque (03.632.049). The following caution is noted: ¿never use fixed or ratcheting t-handle screwdriver for this technique. If the torque limiting attachment is not used when using any of the stardrive shaft options breakage of the driver may occur and could potentially harm the patient.¿ a definitive root cause was unable to be determined as the method of use which led to device failure was not provided, however the failure mode is consistent with incorrect technique/application of excessive force. Relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot numbers and in each instance no material review reports, non-conformance reports or complaint-related issues were identified with the lots numbers which may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: no patient involvement. Unknown when tip broke. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 28.oct.2011. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while a sales representative was reviewing an imas instrument field equipment set, it was noted that the tip of the screwdriver shaft was broken. There is no additional information at this time. This is report 1 of 1 for (B)(4).